Event description:
Surgeon reports lens was removed due to glare. He reports the pt's resting pupil size in a dark room is 6mm. He reports the 5.5mm lens was too small & a silicone lens (size not provided) was implanted. The symptoms have now disappeared.